Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between the supply line of a homechoice cassette and a solution bag was reported and is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell two of four. The patient was connected at the time of the alarm. The patient advised the solution bag was loosely connected to the supply line of a homechoice cassette. The patient stated there had not been any damage to the over pouch or shipping carton, however the supply line seemed ¿a little crushed¿ when they had attempted to connect the supply bag. The renal therapy service agent (rtsa) advised the patient to end therapy and start over with new supplies, and reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.